Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the sieve beds dusted. As stated on the repair statement additional malfunction on this device: the pilot valve component causing unit to alarm and shut down.